Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the capacitor; however, the customer refused service at this time. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the capacitor was faulty. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.